Event description:
It was reported that during a device upgrade, the lv lead was not implanted due to patient anatomy. Instead, a different model of lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood/body fluid present on the outer tubing overlay and in/on the lobe mechanism. Full lead returned and analyzed.